Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, there was a balloon leakage so it won't inflate properly, then the trocar fell off when moving the camera. The device was replaced to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar balloon was cut. The locking collar, valve seal and valve doors appeared intact. The inflation syringe was received. The obturator was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. As per instructions for use (IFU), caution : care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.